Event description:
It was reported that during a cryo ablation procedure, the right phrenic nerve stimulation failed to contract the diaphragm. The case was able to be completed with cryo. Additional information received confirmed that the phrenic nerve has not recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.